Event description:
Became stuck in the lead and could not be removed without removing the lead. Lead was removed and replaced with a second 429888. Second 429888 was placed without issue and implant was completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).